Manufacturer narrative:
Device not returned.

Event description:
Received phone call report of patient that participated in the (B)(6) study (eustachian tube balloon dilation procedure completed (B)(6) 2016) had patulous et that was repaired by a physician outside of the clinical trial. Patient is currently symptom free.